Event description:
The plaintiff's attorney alleged that the decedent experienced unspecified injuries and subsequently expired on or about (B)(6) 2008, after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs #1225714-2013-03717 and 03718.

Manufacturer narrative:
This is one of two device reports associated with this event. Associated MFR report #s 1225714-2013-03717 and 1225714-2013-03718. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted the patient experienced cardiopulmonary arrest, which is alleged to have been caused by the product administered for dialysis treatment.